Event description:
Procedure type: pancreas. According to the reporter: upon placing the device on the tissue, the stapler would not engage. Another device was used to complete the case. The case was delayed more than 30 minutes. No significant bleeding was reported. No tissue damage was reported.

Manufacturer narrative:
(B)(4).